Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the evening of (B)(6) 2026, they had a surgery where a c-34 error appeared on the erbe generator mid-procedure. Monopolar cut energy was working, but monopolar coagulation energy was not. The surgery was completed with monopolar cut energy only. The error was still present on the system after an power cycle on (B)(6) 2026 and the customer called in technical support. The system was not connected to onsite. The surgery on (B)(6) 2026 was done without the da vinci robot. The room was blocked with the surgery, so the technician could not go on site to fix it until the surgery was over. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the tse and obtained the following additional information: the tse clarified the notes and stated that the customer had called in regarding the issue that occurred the previous day on (B)(6) 2026. The tse confirmed that the da vinci was not in use on (B)(6) 2026 during the call. The surgery being performed in the operating room during the call was not using the da vinci system, but the tse wanted to note that a surgery was being performed in the room with the da vinci system, so that the field service engineer (fse) knew that the room was not available for immediate service to resolve the issue.